Manufacturer narrative:
.

Event description:
It was reported the patient experienced increased spasticity and seizure. The patient went to the emergency room and was admitted to the hospital. The pump reservoir was drained and the volume was consistent with the estimated reservoir volume. The hcp was able to aspirate the catheter through the side port. Therapy was continued along with an additional bolus of 100 mcg. The drug in the pump was lioresal at a concentration of 2000 mcg/ml. It was concluded the pump and catheter were functioning properly and there may have been as underlying event and the patient had similar events in the past. No further outcome was reported. Additional information has been requested, a follow-up will be submitted if additional information becomes available.